Event description:
Promus premier china registry. It was reported that angina pectoris occurred. In (B)(6) 2018, the subject presented with myocardial infarction and was referred for cardiac catheterization. On the following day, the first target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 100% stenosis and was 48 mm long, with a reference vessel diameter of 3.5 mm. The first target lesion was treated with pre-dilatation and placement of 3.00 mm x 24 mm promus premier study stent system. Following post-dilatation, the residual stenosis was noted be 10%. Eleven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2018, the subject was diagnosed with angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Percutaneous coronary intervention (lcx) was performed in non-target vessel revascularization and medication was given to treat the event. The first target lesion was located in the proximal left circumflex artery (lcx) with 80% stenosis and was 20 mm long, with a reference vessel diameter of 2.25 mm. The first target lesion was treated with pre-dilatation and placement of 2.25 mm x 24 mm promus premier study stent system. Following post-dilatation, the residual stenosis was noted be 10%. And on the same day, the subject was discharged on aspirin and clopidogrel. Three days later, the event was considered to be recovered/resolved, and on the same day the subject was discharged from hospital.